Event description:
It was reported that the patient complained of palpitations. A holter monitor revealed 6 events in 24 hrs where there was failure to output on the ventricular channel. On (B)(6) a chest x-ray revealed no issues. The physician then believed that the loss of output was instead noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.